Manufacturer narrative:
Device 5 of 10. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user had 10 skin barriers from a box of 10 that had off centered starter holes. The products were used by end user and she had wart-like bumps or projections at the base of stoma (probable pseudo verrucous lesions that bleed on occasion). Reportedly, she used stomahesive powder and barrier prep for crusting. No photo is available at this time.